Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a hematoma in the device pocket one month post implant and experienced pain. The pocket was successfully evacuated. No additional adverse patient effects were reported. This product remains implanted and in service.